Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motion sensor test failure. The customer's blood glucose was unknown at the time of incident. The customer received the alarm and there were motion sensor test failure alarms in the alarm history. The customer did not mention any form of treatment. The customer did not troubleshoot and did not send the product back for analysis.